Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
Revised h10 to include: 5. Corrosion found in the rear case.

Manufacturer narrative:
The reported issue that the device broke was confirmed through the service repair process. This reported event and subsequent repairs were investigated through the service repair process. Lvp bezel post recall r093 to r098 activity was completed. The proximate causes identified for the customer report of damage are as follows: the failure code description for the bezel assembly was identified as misalignment, which could to be related to the separation of bezel bosses. Ail sensor assembly damaged from wear. The right and left iui's were found to be corroded. The iui's must be replaced when signs of corrosion are observed. The upper pressure sensors were confirmed to be damaged.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.